Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the right and left upper flanks and right and left lower flanks using cooladvantage coolcurve+ applicators on (B)(6) 2017, who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2017. Ph was described as visibly enlarged tissue volume over the treated area and the affected tissue is firmer than that of surrounding untreated fat tissue. On (B)(6) 2017, the patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) on the left and right upper flanks and left and right lower flanks.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the right and left upper flanks and right and left lower flanks using cooladvantage coolcurve+ applicators on (B)(6) 2017, who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2017. Ph was described as visibly enlarged tissue volume over the treated area and the affected tissue is firmer than that of surrounding untreated fat tissue. On (B)(6) 2017, the patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) on the left and right upper flanks and left and right lower flanks.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.